Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai c shock, and on multiple inotropes and vasopressors, prior to initiation of support. The patient identifiers are unknown. While the patient was in the intensive care unit (ICU), there were continuous suction alarms with no improvement despite correct positioning and reduction of the p-level. The pump was weaned and removed. Upon removal of the pump, tissue and thrombotic material were noted in the pump cannula. The patient was hemodynamically stable. The post-procedure outcome is survived at explant. While on support, the device functioned at p-8 at 3.4l/min as intended with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.